Manufacturer narrative:
The investigation confirmed that non-reproducible and higher than expected vitros tropi es results from multiple patient samples processed using a vitros troponin I es reagent lot 2830 in combination with a vitros 5600 integrated system. The assignable cause could of the event was concluded to be an instrument issue. The customer was having an ongoing instrument issue where they observed signal reagent (sr) crystals in the incubator cover and on the inside on the evaporation cover. When the customer observed the issue with the higher than expected troponin I results they indicated they did see crystals on top of the incubator cover and it is possible that sr contamination contributed to event. An ortho field engineer performed service actions to the microwell incubator and signal reagent subsystems that included parts replacement and adjustments. Following service actions, the field engineer processed 500 wells of troponin I and observed no additional outlier results indicating the issue was resolved. Based on the historical tropi es quality control performance, a vitros tropi es reagent issue was not a likely contributing factor to this event. However, the level 1 control does not adequately evaluate performance of the vitros tropi reagent for sample with troponin I concentrations < url (0.034 ng/ml) and a reagent issue cannot be entirely ruled out as a contributing factor. Additionally, pre analytical sample processing was ruled out as a contributing factor, as the customer was processing the samples in accordance with the sample collection device manufacturer¿s recommendations for sample centrifugation.

Event description:
The customer observed non-reproducible and higher than expected vitros tropi es results from multiple patient samples processed using a vitros troponin I es reagent lot 2830 in combination with a vitros 5600 integrated system. The magnitude of bias observed breached potential health and safety criteria. (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es patient results were reported outside of the laboratory. However, sample testing was repeated and corrected reports were issued. There were no allegations of actual patient harm as a result of this event. (B)(4).